Manufacturer narrative:
The complaint investigation included a review of data and information provided by the customer, search for similar complaints, ticket trending review, labeling review, device history record review, and in-house testing with retained kit of the complaint lot. Return testing was not completed as returns were not available. Data and information provided by the customer were reviewed and support the complaint issue without indication for any additional issue. A ticket search for lot 66278fp00 did not identify an increase in complaint activity related to falsely elevated results. Review of tracking and trending for the architect cyclosporine assay did not identify an increase in complaint activity related to the complaint issue. Additionally, an increase in complaint activity was not identified for reagent lot 66278fp00. Device history record review was performed and did not identify any non-conformances or deviations associated with lot 66278fp00 and the complaint issue. In-house accuracy testing was completed using panels which mimic patient samples using a retained kit of lot number 66278fp00. All specifications were met indicating that the lot is performing acceptably. Labeling was reviewed and adequately addresses the issue under review. Based on the investigation, no systemic issue or product deficiency of the architect cyclosporine reagent lot 66278fp00 was identified.

Event description:
The customer reported falsely elevated architect cyclosporine results for a 24-year-old patient undergoing treatment for aplastic anemia with cyclosporine. The patient took cyclosporine (tianke) 100g once every 12 hours. The specific time of blood draw was not able to be provided by the physician. The following cyclosporine results were provided: trough result = 87.9 ng/ml peak result = 743.30 ng/ml the physician felt that the peak result was too high in comparison to the patient¿s previous peak values in past clinical history. The qc was within range. There was no impact to patient management reported.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not available.

Event description:
The customer reported falsely elevated architect cyclosporine results for a 24-year-old patient undergoing treatment for aplastic anemia with cyclosporine. The patient took cyclosporine (tianke) 100g once every 12 hours. The specific time of blood draw was not able to be provided by the physician. The following cyclosporine results were provided: trough result = 87.9 ng/ml peak result = 743.30 ng/ml the physician felt that the peak result was too high in comparison to the patient¿s previous peak values in past clinical history. The qc was within range. There was no impact to patient management reported.